Event description:
Pt in pre-term labor at 31 wks gestation, on terbutaline tx via cadd micro pump. Pump door broke (battery door) and pt did not report for "a few days". Questionable that all med was delivered per order. Pt delivered twins at 31 weeks. Both infants in neonatal intensive care unit x 2 wks then discharged home in stable condition, apnea monitors during feeds only 2 degree to respiration rate.